Event description:
Crew responded to a high speed automobile accident, pt had suffered partial decapitation. When crew arrived, pt was determined to be in pea. Defibrillation electrodes were attached to the pt and an attempt was made to pace the pt. Reportedly the device indicated connect cable and use of the device was inhibited. CPR was started and the pt was transported. The pt was not resuscitated. The reporter stated the pt's outcome was not a result of the device operation. The reporter's opinion was bsed on the pt's extensive injuries.